Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was hospitalized due to being in an excruciating amount of pain post implant and had to be hospitalized for several days. Patient was prescribed pain medications to address the issue. Patient has been giving effective therapy.

Manufacturer narrative:
Date of event is estimated.